Event description:
It was reported that during a stenting procedure, the stabilizer broke at the transition point, and upon withdrawal, the stent prematurely detached inside the guide catheter. Both devices were successfully removed without any complications to the pt. The procedure was completed using coils only without stenting.

Manufacturer narrative:
For stabilizer broken, which is a component contained within the delivery system.